Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call their insulin pump had a power error detected alarm and post-reset ram crc alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light immediately stop flashing. No light came on at all. During troubleshoot customer had another power error detected alarm and she had to rewind again. Customer took the battery out of the pump and then put it back in again and had a post-reset ram crc alarm. The pump experienced an unexpected restart. Post-reset ram crc alarm has not occurred more than once after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and displacement test. The power management tool confirmed power error alarms were triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at connector. Device also alarmed trace pointers are invalid error, history pointers failed and history pointers are corrupted error, power loss, failed battery test, low battery and replace battery now alarms due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.